Event description:
It was reported that post angioplasty placement procedure in the sfa /pop through femoral, the device allegedly could not be removed from the sheath / scoringwires. It was further reported that the scoringwire found to be worn out. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 04/2023).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: one ultrascore 035 pta dilatation catheter was loaded with an unknown introducer sheath and guidewire was returned for evaluation. During the visual evaluation, the distal tip of the introducer sheath was noted to be buckled. The balloon was removed from the sheath and one of the scoring wire was noted to be broken. The catheter shaft was noted to be stretched. The returned guidewire which struck inside the balloon was not the recommended size. No kinks were noted to the catheter shaft; no anomalies to the luers / y-body and no functional testing was performed due to the condition of the device. Therefore, the investigation is confirmed for the reported difficult to remove as the returned device was noted to be stuck and loaded into an unknown introducer sheath. The investigation is also confirmed for the identified break and reported material deformation issue as the balloon scoring wire was noted to be broken. The investigation is also confirmed for the reported difficult to remove and identified device-device incompatibility as the balloon was loaded onto an unknown guidewire while receiving. The guidewire was not the recommended size one. A definitive root cause for the reported difficult to remove, material deformation and identified difficult to remove, device-device incompatibility, scoring wire break issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery, the device allegedly could not be retrieved through the sheath. It was further reported that the scoring wires were allegedly found to be worn out. There was no reported patient injury.